Manufacturer narrative:
The instruments in the reported event were reprocessed prior to use. A steris service technician arrived onsite following the reported event, to inspect the scs conveyor system. The technician was able to identify the root cause of the reported event to be attributed to the safety pins found on the conveyor system's transfer cart adapter. The safety pins on the conveyor system's transfer cart adapter were not raising up in position due to build-up. The technician cleaned and re-lubricated the safety pins, confirmed the unit to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported an instrument rack fell from the scs conveyor system following processing in a washer causing an employee to injure their hand. The employee sought medical treatment and returned to work.